Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the placement of a PICC line in a patient, the applicator was placed with the guide, but the guide could not be removed because it was twisted. Another product had to be opened to insert another PICC-line.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.based on a review of this information, the following was concluded: the complaint of a stuck microintroducer is confirmed. One 4.5 fr x 10 cm microez microintroducer was returned for evaluation. The dilator was present with the sheath and the sheath had not been pealed. Deformation on the sheath tip was visible. Microscopic observation of the sheath tip revealed the taper to be present. One section of the tip was bunched inwards. The dilator tip also appeared to have a slight bend. Blood residue was present within the device. The damage observed on the components is consistent with damage caused by advancement against resistance or a difficult insertion. The product instructions for use containts instructions which may have prevented the reported issue. The IFU states, ¿introduce the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel.¿ since the damage present on the device indicates a difficult insertion was experienced, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during the placement of a PICC line in a patient, the applicator was placed with the guide, but the guide could not be removed because it was twisted. Another product had to be opened to insert another PICC-line.